Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor was blank when the system was turned on. The fse performed the system troubleshooting and identified that there was loose cable connection. The fse re-tightened all the connections, performed system functional test to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the viewing monitor was blank. There was no report of harm. Philips has started an investigation of this complaint.